Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply, battery pack, and dvd drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed kv on in error and precharge error upon attempting reboot. The kv on in error caused the system to shut down. The precharge error preventing the system from being unable to reboot. There was no pt injury or death reported.